Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level ranged from 140 mg/dl to 160 mg/dl and it was addressed with a bolus via the pump. System check could not be performed with tandem technical support as the customer changed the supplies.